Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device¿s display was not legible. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be seen by the device user. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. After replacing the display assembly and performing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control further evaluated the display assembly and observed that the display glass was cracked and broken. The cause of the reported issue was determined to be due to physical damage to the device's display assembly.

Event description:
The customer contacted physio-control to report that their device¿s display was not legible. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be seen by the device user. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.